Event description:
It was reported that during follow up, an alert for non sustained ventricular oversensing due to suspected myopotential oversensing was observed. The oversensing was not reproducible with provocative testing. Programming changes were recommended and will be evaluated during the next follow-up. Patient condition was good.